Event description:
As reported on a voluntary medwatch: the device was implanted for a femoral-femoral bypass procedure. Later that night, the patient returned to the or and graft was noted to be leaking through graft material (not around sutures). It was reported that intervention was required, however, what type of intervention has not been reported at this time.

Manufacturer narrative:
Being investigated. Method: no product has been returned for evaluation, nor has a upn or batch number been reported at this time. Additional information has been requested. Once received, a follow-up report will be submitted. (B)(4).